Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a power error on their insulin pump. The customer's blood glucose level was 170 mg/dl at the time of the incident. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with constant a48 error alarm after battery change due to software error; unable to perform functional testing due to a48 error alarm. The insulin pump had cracked case at the display window corner, cracked lcd window, minor scratched lcd window and cracked reservoir tube lip.